Event description:
It was reported that during a pci procedure of a calcified lesion in an unspecified artery, the maverick2 monorail balloon ruptured at 12 atms. The number of inflations and to what atms is unknown. No patient injuries or complications were reported. Patient status is listed as "good."